Event description:
Customer's doctor reported via phone, the customer insulin pump was alarming motor error and it wasn't functioning. Customer's doctor does not know the customer's blood glucose at the time of the event. Customer was wearing the device when it started to alarm. Customer's doctor was unable to clear alarm. The device was not exposed to an MRI. Customer's doctor was advised the customer needs to discontinue use of the device, revert to back up plan, and device need to be replaced. The device is being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.